Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k113753/k112160.

Event description:
It was reported that the implant lost integration due to sinus perforation and was removed per indicated: loss of integration, sinus perforation. Additional appointment required to place a new implant. None symptoms were reported as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tmtwb10, (imp tm 4.7mm mtx full, 10) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No damage identified or signs of malfunction that would contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1231424. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1231424 for similar events and no other complaint was identified. Review completed utilizing keywords: loss of integration : perforated sinus. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician inadvertently selects an length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.